Event description:
It was reported that stent partial inadvertent deployment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. During unpacking of a 8x40x120 epic stent, it was noted that the tail end of the stent had deployed 0.5cm. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient status was stable.

Manufacturer narrative:
Device was evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed 5mm from the distal end of the middle sheath. The tip was slightly bent. The microscopic examination revealed damage to the proximal end of the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent partial inadvertent deployment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. During unpacking of a 8x40x120 epic stent, it was noted that the tail end of the stent had deployed 0.5cm. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient status was stable.